Manufacturer narrative:
The investigation into the reported issue was completed. No product was returned for investigation. Per the provided clinical information, the root cause of the positioning issue was most likely use related.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. Echo was called to confirm placement and positioning issues were noted. Multiple attempts were made to rotate the pump away from the mitral valve into free space without success. The device was explanted due to the placement issues. No patient harm was reported.